Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a changeout procedure this implantable cardioverter defibrillator (ICD) system exhibited stuck setscrews. It was reported that the physician experienced difficulties trying to remove the leads. Subsequently, a bone cutter was required to remove the header of the device. The patient's chronic right atrial (ra) lead was surgically capped and abandoned. A new ra lead was successfully placed. No additional adverse patient effects were reported.